Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that the head holder on loaner system seized and could not be used.

Manufacturer narrative:
Following the investigation, the root cause may be linked to a lack of specification for the tightening effort applied to the attachment screw for the mayfield head holder.